Event description:
An optician reported that a pt reported ocular problems associated with wear of air optix aqua multifocal trial contact lens, left eye. An analysis of the concerned lens resulted in candida parapsilosis/trichosporon app. Medical report indicated diagnosis of a superior para-central corneal ulcer with stromal infiltrate. Severe pain noted. Treatment consisted of dacryoserum, ciloxan, tobrex, rifamcyne, celluvisc and vitamin a. Event resolved in 4 days. No further information was provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.